Manufacturer narrative:
Product testing could not be performed because the device was not returned. Therefore, the customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of z9002 24.0 diopter intraocular lens (iol), the patient's capsule bag was damaged. The lens was removed and replaced with an anterior chamber lens with no other issues with the eye. A vitrectomy and an incision enlargement were required. There was no patient injury reported. There was no product quality issue.